Event description:
Customer reported pixal drop out and intermittent no boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor. System operates as intended. (B) (4).